Event description:
Customer reported issues with device screen readability due to pixel problems. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.